Event description:
Healthcare professional reported right side "rupture of saline device." Healthcare professional later reported "hole in valve side" and "hole, non-specific." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as surgical damage and observed an opening assessed as an unidentified (tear) opening (shell thickness within spec) ¿ valve leak and/or damage: not observed valve damage. No other observations observed, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "rupture of saline device." Healthcare professional later reported "hole in valve side" and "hole, non-specific." Device has been explanted and replaced.